Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6)implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-oct-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 12-oct-2022, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. MRI tech called and reports that pt stated their device has not worked in over a year and is dead. Pt was not present during the call so further information was not available. Tss reviewed MRI guidelines and eligibility form. Pt said that the ins hadn't worked in over a year. Pt said that they were being treated by pain management but the ball was somehow let go. Pt said that they were in need of surgery the last three years and that they were finally taking care of it now. Pt said that they couldn't have a MRI because they couldn't place the device in MRI mode since the recharger was not making a connection with the ins and the equipment wasn't recharging the ins. Pss offered to troubleshoot the issue with the pt, however the pt declined and said that it was just so hard and they've had it done four times. Pt said that the leads didn't go up properly where they should so they didn't get the stimulation and never had any stimulation. Pt said that they needed more surgery in general and that hcp wanted to remove the ins and put paddles in. Pss reviewed with the pt that if they didn't want to try to get the ins recharged then the other avenues to have a MRI done would be to have the ins removed completely or possibly have a MRI eligibility form completed by hcp. Pt said that hcp was trying to do two surgeries in one day.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported that the device has not worked for at least 1.5 years. Pt moved to (B)(6), circumstances leading to the event were not charging for a significant amount of time. Pt had an appointment with the doctor, the issue could not be resolved regarding the device. Pt is having another surgery and new hcp will choose a new device depending the outcome of surgery(or replacing the device).